Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine"), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged menses post insertion") and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, abdominal pain, alopecia, migraine, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for back pain, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events back pain, pelvic pain, abdominal pain, bladder disorder, urinary problems, hair loss, migraine, prolonged menses post insertion, severe lower abdominal pain, pain during intercourse. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss"), migraine ("migraine/ headaches"), menorrhagia ("prolonged menses post insertion/abnormal bleeding/reproductive system disorder or condition type of disorder or condition: prolonged menses,"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), the first episode of abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of abdominal pain lower ("lower abdominal area"). The patient was treated with surgery (partial hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and the last episode of abdominal pain lower outcome was unknown and the back pain, alopecia, migraine, dyspareunia, dysmenorrhoea, fatigue and genital haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: patient received treatment for back pain, pelvic pain, abdominal pain. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2012: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New events: abnormal bleeding (vaginal),dysmenorrhea (cramping),fatigue, genital bleeding, fatigue were added. New reporters, outcome for events updated. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.